Manufacturer narrative:
One unit in open packaging and two units in sealed packaging from lot 9309819 were received and are currently being evaluated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The needle was stuck in the blue needle cover. When the needle was removed from the inner shield, the user noticed the needle was bent. To remove from inner shield noticed it was bent. The user straightened the needle and then attempted to use the device. The needle broke off in the site. The doctor was notified, and an x-ray was performed. The needle could not be found. The user has had no discomfort, complications or further attention required as a result of this incident.